Manufacturer narrative:
The act button was unresponsive cue to a corroded keypad trace. No moisture damage was noted on the electronics. No rainbow anomaly was noted on the screen during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons on the insulin pump are not responding. It was also reported that the custmer's insulin pump has a fog under the screen as well as a rainbox display. Customer's blood glucose level at the time 300mg/dl. Advised insulin pump would be replaced. No additional information was provided.